Event description:
The hospital was harvesting a leg vein using the vasoview hemopro 2. They had burned and cut most of the branches and adventitia when they noticed that the metal plate had separated from the silicone jaw. They noticed when they opened the jaws to use it and realized that something did not look right. They removed the vasoview hemopro 2 and set it aside for investigation. A new kit was opened and used to complete the case. Nothing detached from the jaws. There was a minor delay in opening a new kit to complete the case. There was no patient harm. There was no resistance noted when inserting the device into the cannula. No parts of the device broke off and fell into the patient.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 04/09/2026. An investigation was conducted on 04/09/2026. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000534885 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.